Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument did move but was not moving in the directions that the surgeon wanted it to. He was having a hard time maneuvering it and it did not feel right. There were no uncontrolled motions and no delays on surgeon commanded movement. The issue occurred with the surgeon¿s head inside the surgeon console.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument did not cut well and the rotation was off. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was found to have blade damage at the midpoint of the blade. Both of the blade edges were indented causing the blades to be unable to open and close properly. The blade indentation did result in the cut test failure. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage. The complaint was confirmed by failure analysis. The probable root cause of nicks and gouges on the instrument blades is attributed to use damage when attempting to cut incompatible material or mishandling the instrument.